Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the implantable pulse generator (ipg) was approaching the elective replacement indicator with a predicted longevity of less than half of a year. It was further reported that the ipg was being monitored closely. No patient complications have been reported as a result of this event.